Event description:
It was reported that far r-wave oversensing resulting in inappropriate mode switching was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.